Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 failed in co2 test was not identified during the customer call. The test setup was reviewed with customer, during which it was identified that a flow meter was not utilized. Customer has been advised to procure a flow meter and repeat the co? Sensor test. If the issue persist, the co? Board (oridion module kit) will be replaced. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8300 failed co2 test. There was no patient involvement.